Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the biomed reported that the cooler/heater would not heat. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt.